Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. System was tested and verified as ready for use.

Event description:
It was reported that the staff was trying to stow the robot so that they could move it out of the room, however the cart would not collapse into a stow position. The customer reported event has no report of patient injury.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.